Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. Updated field: b5, e3, g2, d8, d9, h2, h4, h6 (medical device problem code), h11. The device was returned to olympus for inspection and the reported failure "light guide bundle was broken" was confirmed. However, "image flickered occasionally" was not reproduced. In addition, device evaluation found light guide fibers glass of the distal end was broken. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. The most likely cause of the component failure is worn and tear to use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The subject device also had a black screen occasionally. There was one minute delay reported. The procedure was successfully completed with a similar device.

Event description:
It was reported, during preparation for a diagnostic procedure the camera head had light guide bundle was broken and the image flicker. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.